Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was prescribed prednisone and sound perception improved. The recipient will be monitored per center protocol. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing facial nerve stimulation and non-auditory sensations with device use. The recipient is also presenting with no sound. External equipment was exchanged; however, the issues did not resolve. Programming adjustments were made, and the issues improved, however, the recipient was still reporting sound quality issues. A CT scan confirmed correct device and electrode position.

Manufacturer narrative:
Correction: section h.6. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.